Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Aoki, j. , suzuki, k. , kanamaru, t., katano, t., sakamoto, y. , kutsuna, a., suda, s., nishiyama, y., and kimura, k. (2020) association between mitral regurgitation and clinical outcome after endovascular thrombectomy in stroke patients, neurological research, 42:7, 605-611, doi: 10.1080/01616412.2020.1773611 medtronic literature review found reported of post-procedure patient complications in association with solitaire thrombectomy. The purpose of this article was to assess if a cardiac parameter, moderate-to-severe mitral regurgitation (mr), might decrease the rate of favorable clinical outcome after endovascular thrombectomy (evt) in patients with atrial fibrillation (af). The authors reviewed 127 cases of patients treated for cardioembolic stroke due to af using a marksman catheter, solitaire stent retriever, or possible non-medtronic devices. It was not reported how many patient's had medtronic devices used. Of the xxx patients, the average age was 80 years, 55 were female and 72 were male. The article does not state any technical issues during use of the marksman or solitaire devices. The following intra- or post-procedural outcomes were noted: 1.7 patients experienced symptomatic intracerebral hemorrhage.